Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the device has not met the final release criteria. Additional clinical information has been requested in order to allow a thorough investigation to take place. Upon receipt and assessment a final report shall be filed.

Event description:
The patient had an original evar procedure on the (B)(6) 2014 to exclude an aortic aneurysm. Although the final angiogram of the implantation of the aorfix-stent graft was fine, the clinician confirmed verbally that the limb occlusion was present sine the original procedure. Patient leg's function was compromised - difficulty to walk - and a re-intervention was required on the (B)(6) 2014 to implant a bare-metal-stent into the contralateral leg.